Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® k2e 10.8mg plus blood collection tubes, the customer found one deformed tube. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-apr-2025. Investigation summary: bd received one sample and one photo for investigation. The photo evaluation indicated a bowed tube. However, the investigation of the returned sample did not confirm the presence of a bowed tube. Additionally, an examination of 100 retained samples did not identify any further defective tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® k2e 10.8mg plus blood collection tubes, the customer found one deformed tube. No patient or user impact reported.